Event description:
It was reported that the 9800 system was out of alignment and the joystick controller had an error code. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm was realigned. The high voltage cable was adjusted during the service call. The system was tested and found to be working as intended and put back into service.